Manufacturer narrative:
Updated fields-b4, d9, g3, g6, h2,h3, h6 (type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields- e1 postal code (kindly disregard this information). The fault was caused by a loose cable, and the user has completed the repair himself. Multiple gfe's were sent to address if safety and function tests were conducted as well as service reports from the getinge field service engineer. The record will be updated when this information becomes available. Complaint ID- 1377908

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 ( initial reporter ), h6 ( type of investigation , health effect ¿ impact codes ).

Event description:
N/a.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) screen was found to flicker during the process of starting up and preparing for use. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site address: (B)(6), event site address line 2: (B)(6). A supplemental report will be submitted upon completion of our investigation.